Manufacturer narrative:
The reported event of failure to interrogate via bluetooth (ble) telemetry was confirmed. Final analysis found the cause of the loss of ble telemetry to be an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry. No other anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator was being prepared for implant. It was found that the device failed to be interrogated via bluetooth. The device was not implanted. There was no patient involvement.

Event description:
It was reported the device was subject to the ble malfunction field action issued by abbott on (B)(6) 2022.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. Additional failure event of premature battery depletion was observed during analysis. Review of the device image revealed an abnormal drop in battery voltage. Final analysis found the loss of bluetooth (ble) telemetry and premature battery depletion to be consistent with a ble circuitry anomaly.